Event description:
It was reported to philips that the x-ray exposure was not functioning because the image disk was full. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis was performed when the incident happened. The procedure was aborted. The procedure completed by using another system. The philips field service engineer (fse) analyzed the system onsite and confirmed that the x-ray exposure was not functioning because the image disk was full. After reviewing the log file fse confirmed that there is malfunction in image processor. Fse reinstalled os and application in ippc, recreated image in system. After repairs were completed, the system was returned to use in good working order.the codes were updated based on the investigation outcome.